Event description:
Physician was attempting to implant one integrity bare metal stent to a calcified lesion in the lm to lad but the device failed to cross 4 times, on the 4th attempt the radiology tech noted that the stent struts were bent away from the balloon. Device was inspected before use with no issues noted. The lesion was predilated. A guideliner was then used and another integrity stent (3.50mm x 12mm) was implanted successfully. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: related to operational context ¿ numerous attempts to deliver the stent may have resulted in deformation. Inherent risk of procedure ¿ (deformation); (no results available since no evaluation performed) - device or procedural images not provided for review. Device not returned for evaluation. Evaluation conclusions: related to operational context ¿ numerous attempts to deliver the stent may have resulted in deformation. Inherent risk of procedure ¿ (deformation). Unable to confirm complaint - (device or procedural images not provided for review). (B)(4).

Manufacturer narrative:
Results: patient¿s condition affected effectiveness of device (lesion morphology) ¿ calcification. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ calcification.